Manufacturer narrative:
Printed circuit board; cable.

Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient due to a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician replaced the data acquisition pcb board and cable to address the reported problem. Performance verification testing was completed and passed to operating specifications.